Event description:
It was reported to boston scientific corporation that a c.r.e. Balloon dilatation catheter was used during a procedure in 2005 (patient gender, age and weight unknown).according to the complainant, during the procedure the balloon burst inside of the patient. There were no patient complications reported as a result of this event.

Manufacturer narrative:
A visual examination of the returned sample revealed that the balloon was torn longitudinally. The cause of the reported malfunction could not be determined.